Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no lot information or sample was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd phaseal¿ optima connector (c35-o) didn't infuse the full amount of medication with the baxter infuser pumps. This occurred on 5 separate occasions during use. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "started adding phaseal optima injectors onto the end of the tubing of baxter infusor pumps and connected to a phaseal optima connector for access to patient. These pumps are sent home with the patient for drug infusions over 46hrs. It was reported that several of the pumps that went home with the phaseal components didn't infuse the appropriate. Patient's full drug dose was not infused in the time it was expected to infuse."